Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer attempted to change the cartridge and an altitude alarm occurred. Customer's blood glucose level was approximately 423 mg/dl. Ultimately the altitude alarm cleared, and customer was able to successfully change the cartridge.